Event description:
According to the complainant, during procedure prepping, the hta procedure set's rubber tip at the end of the sheath, appeared to have a hole in it. The physician put his finger over the small hole so the machine primed properly and successfully completed the procedure with this hydrothermablator procedure set. No patient complications were reported as a result of this event. The patient's condition was reported as "fine".

Manufacturer narrative:
A visual examination of the returned device revealed no visible defects. The sheath tip was returned and inspected and a small pihole was identified. The customer's complaint is confirmed. Conclusion: the complaint alleges that during preparation the little rubber tip at the end of the sheath had a hole in it. A DHR review did not yield any manufacturing related issues which would contribute to this event. The returned cap was inspected and a pinhole was observed in the tip. The complaint was therefore confirmed. The reason for the pinhole cannot be determined as the DHR review did not yield any manufacturing issues which would contribute to the event and the event description does not provide enough evidence of a handling related issue. Either possibility is equally probable; a manufacturing anomaly or some potential handling damage occurring during opening and preparation of the procedure set.